Event description:
It was reported that cadd extension sets, alarm no disposable, clamp tubing. Changed cassette and no issue. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: four (4) pictures were attached and reviewed. Results: picture one (1) show a cassette product from part number 21-7302-24 without blue clip slide clamp activated and without original packaging. Picture two (2) show the pressure plate section. Picture three (3) show the top view of cassette product. Picture four (4) show the ay bag neck section. Sample received: sample consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions without its original packaging, without blue clip and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: the sample don't present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0130 due date: august 2022] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined.